Event description:
Covidien received information stating that during patient use, the 980 ventilator generated a communication error and the alarm could not be silenced. The customer reported that ventilation was not interrupted and that the ventilator continued to ventilate the patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and was not able to duplicate the alleged malfunction. The cse performed extended self-testing on the device and all tests passed.